Event description:
Customer reported that she received a no delivery alarm during bolus. Customer stated that she had continuous issues with no delivery. She disconnected the second piece of the tubing and was able to have insulin come out but the cannula seemed to be occluded. Customer has experienced air bubbles in the reservoir in the past and declined to troubleshoot. Customer stated that the alarm was resolved by a complete set change. Blood glucose value was 68 mg/dl; most recent reading is 95 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.